Manufacturer narrative:
Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the dermabond broken according to instructions for use (IFU)? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? What direction was the applicator tip pointed? Where on the bulb did the doctor squeeze? How much pressure was applied to the bulb? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today?

Event description:
It was reported that the surgeon performed an unknown procedure on (B)(6) 2016 and topical skin adhesive was used. When the physician¿s assistant went to crack the vile, the glass shattered and cut his hand. A like device was used to complete the procedure. Additional information has been requested.